Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on device history record review, no abnormality was observed during the production of affected package needle batch. Actual sample was not returned for investigation. Root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is received.

Event description:
It was reported that 5 needle blunt 18g experienced foreign matter on device cannula. The following information was provided by the initial reporter: the needle is pushing through into the vial (or anything else they¿re using), the plug which has been punched through to get a hole can be drawn back up into the needle. This can then be delivered to the human receiving the medication or whatever was in the vial.